Event description:
Reportable based on analysis approved on (B)(6) 2014. It was reported that a difficulty crossing event occurred. Vascular access was obtained via femoral artery. The 32mm x 3.5mm, eccentric, 85% in-stent restenosed target lesion with 45% ejection fraction was located in the moderately tortuous and moderately calcified left anterior descending artery. Predilation was performed with the use of a 3.0 x 08 non bsc balloon catheter. A 3.50x32mm promus element stent delivery system was selected to treat the lesion. The device failed to cross the lesion. The target lesion was predilated and the second stent also was unable to cross the lesion. The procedure was not completed due to another reason. No patient complications were reported and patient's status was stable. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination of the device identified a break in the hypotube shaft at approximately 180 mm from the catheter strain relief. In addition, the hypotube was kinked at either side of the breakpoint. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).